Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's left-sided system was explanted due to infection and sepsis. The patient was stable vis-a-vis the explant procedure. A temporary lead was placed until the infection and sepsis have resolved whereupon the plan is to implant a new system on the patient's right side.